Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab ((B)(4)). Internal and external inspection was performed and passed. A manual volumetric accuracy test was completed and failed. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. A manual temperature test was completed and passed specifications. An inspection of the door assembly found the door piston foam deteriorated. The cause for the volumetric accuracy failure was determined to be deteriorated door piston foam. The device will be sent for servicing.